Event description:
It was reported that the patient's right ventricular lead exhibited post-paced t-wave over-sensing and was causing discomfort due to muscle stimulation. Programming changes were made. The patient was stable.